Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the device history records revealed no discrepancies. Considerable hammer impacts indicate that the nhs had been hit by a hard object / instrument. The nhs could not be entirely screwed into the thread of a sample nail using the target device as the deformed head prevented proper assembling / disassembling. However, in case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not linked to a deficiency of the device but is rather related to rough handling by the user. No non-conformity was identified.

Event description:
It was reported that while doing a primary gamma nail the surgeon impacted the nail into the femur and the locking nut that holds the nail to the jig became cold welded to the jig. It would not release from the jig and eventually was able to be separated from femur. The nut is still attached to the jig.

Event description:
It was reported that while doing a primary gamma nail the surgeon impacted the nail into the femur and the locking nut that holds the nail to the jig became cold welded to the jig. It would not release from the jig and eventually was able to be separated from femur. The nut is still attached to the jig.